Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported right side rupture and right side exchange from textured to smooth due to concern with the product. Patient later reported seroma. Device explanted.

Event description:
Patient reported right side no complaint against the device. Healthcare professional later reported right side rupture and right side exchange from textured to smooth due to concern with the product. Patient later reported seroma. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: observed a broken-on radius assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Seroma: unable to observe as it is a medical event not related to the device. Additional observations: crease fold, wear abrasion observed on the device. Red biological tissue observed on the device. Red particles observed in the gel. No further actions are required as the device was implanted.